Manufacturer narrative:
Complaint conclusion: it was reported that a 6f vista brite tip sheath introducer broke off right below the hub during use. There was no report of patient injury. The procedure was completed successfully. The device was stored, handled and prepped according to the instructions for use (IFU). There were no other anomalies or damages noted to the device or packaging prior to use. Attempts to gather further information were unsuccessful. The product was not returned for analysis. Review of lot 17312907 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Gtin# (B)(4). The device has not yet been returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that a 6f vista brite tip sheath introducer broke off right below the hub during use. There was no report of patient injury. The procedure was completed successfully. The device was stored, handled and prepped according to the IFU. There weren't any other anomalies or damages noted to the device or packaging prior to use. The product will be returned for analysis.